Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, there were four broken alteon straight threaded cup impactors reported to manufacturer. There were no fragments, parts or pieces that fell into patient wound site. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable photos/x-rays. The devices will be return. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech, and this report may be disregarded.